Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of one proglide device were successfully pre-placed. Reportedly, the black distal guide portion of the second proglide that was attempted snapped off in the vessel. Cut down surgery was performed to retrieve the separated distal guide of the proglide. The evar procedure was completed. Hemostasis was achieved with the cut down surgery. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 4559- tissue damage removed.